Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Parents reported a decrease in the child's hearing perception with the device. A trauma was reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally it seems that an incomplete insertion has been achieved during implantation surgery. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Parents reported a decrease in the child's hearing perception with the device. A trauma was reported to have occurred at the end of (B)(6) 2017. The recipient was re-implanted.